Event description:
Information was later received that a disk analysis was sent to boston scientific technical services (ts) for review. There were no new stored events since the previous evaluation. The shock impedance measurements continue to vary between 80 and 125 ohm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. Disk analysis indicated that the out of range impedancemeasurements started after the implant procedure. No adverse patient effects were reported.